Manufacturer narrative:
(B)(4). Instradnet USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 5 months after the dental implant was installed in intraoral region #13, it was verified its loss of osseointegration, but didn't provide any other info about the case.